Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented yesterday to clinic for follow-up and the physician performed an implant review for initial decubitus of the pocket. After an accurate cleaning of the pocket he decided to replace the device. No adverse events to the patient.